Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bolt will not tighten or loosen. There was no surgical delay and no patient harm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the bolt will not tighten or loosen. Surgical delay was unknown. The product was returned to j&j medtech orthopaedics for evaluation, additionally a material evaluation was performed for the complained device. Visual inspection of the returned device found that the stem extractordle nut and bolt seized. The assembly was cut-off at the stem extractordle bolt to allow the cross sectioning of the stem extractordle nut and bolt assembly. Digital microscope evaluation of the separated stem extractordle bolt showed a fractured threaded and worn-out flanks. Its counterpart, stem extractordle nut, also exhibited highly worn-out surfaces and transfer of material (adhesive wear) from the stem extractordle bolt, suggesting that high stresses were applied during the tightening of the stem extractordle nut, additionally microscope images of stem extractordle bolt that got separated from stem extractordle nut after cross-sectioning. In summary, the mechanism's failure was attributed to excessive loading applied to the stem extractordle nut, which exceeded the local shear strength of the material. This condition resulted in thread fracture, adhesive wear and galling events. Consequently, these failures caused the seizing of the stem extractordle nut and stem extractordle bolt. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the stem extractordle would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.